Event description:
It was reported there was a loss of therapeutic effect. Patient was feeling pain and discomfort in their bladder and when they tried to adjust stimulation they could not get beyond the poor communication screen. The patient can feel where the lead was, "the lead sticks out a little and when they pushed lightly on that area they can feel stimulation." Troubleshooting was attempted and the patient was able to get to the therapy screen and confirm stimulation was on, when they tried to adjust they received a poor communication screen. The same day it was reported the patient's stimulator was shut off and they were unable to turn it back on with the patient programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v484486, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).